Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device to perform an internal inspection where it was observed that water had entered the device causing rusting/corrosion to the circuitry of the analog pcb assembly. The corrosion on the circuitry of the analog pcb ultimately caused the 7 amp fuse on the pcb to open.  As a result, the device was unable to power on, charge and shock when prompted. The customer was provided with a replacement device. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was use error, due to a failure of the customer to properly maintain the device.